Event description:
The customer reported intermittent 'no sync' errors and intermittent system functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor pcb, video controller pcb, video controller pcb, and the systems interface pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.